Event description:
See also MFR # 3004209178-2012-01046. It was reported that the patient experienced an overstimulation sensation, as well as other sensations, following a fall 2-3 weeks prior to the report. The implants "got turned on to max" and were "killing" the patient. The implants "zapped the life out" of her. One device reportedly "went dead". The patient also had a "tic" from the toes up to the leg, crossing to the other leg. The systems were not checked after the fall. It was found that the systems were off during the report of the symptoms, and the patient was feeling "jerky". Additional information was requested.

Event description:
It was further reported that the issue in which the implants "got turned on to max" lasted for 3 days until the patient was able to return home. She was able to turn the stimulation off with her patient programmer. The patient could still feel stimulation from her toe to her head and it sometimes affects her teeth. The patient still had "nerve jerks", which started after the incident. The stimulator was controlling her pain.

Event description:
Additional information received reported that the patient had fallen about 10-15 times in the last year and was getting older and sicker. About a year ago, 2012, the patient fell down the steps and had gotten hurt pretty bad. It was noted that the patient started having a lot of pain in the implant area of the device, and the patient could not lay on her back and could not lean back on the device area because it causes a lot of pain and felt like something was poking her. The patient stated she felt like the device was broken. It was noted that the device was currently off. In 2011, the patient came in contact with a hamm radio, which triggered the device to turn up to max and caused her a lot of pain for three days. It was noted that when the device was triggered, it was very painful, the patient had twitching and jerking that went up one side, around her teeth, head, and then back down the other side. The patient also had buzzing around her heart, which scared her and she turned the device off. It was noted that the patient had turned down stimulation, but could not turn it down. From then until just recently, the patient had the twitch. The patient wanted to have the device removed and saw a doctor who told the patient that the doctor would remove the device, if the patient would get a pump, but the patient did not think she wanted to have a pump. It was noted that the patient was on methadone and percocet, and when she bent over she had horrible back pain. The patient had many illnesses including bad back, fibromyalgia, lupus, "intercystitis", and many more, the patient hurts every day, and was concerned what the pump would cover.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3776-60, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3776-60, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger: model 37752, serial (B)(4). Programmer: model 37743, serial (B)(4). Neurostimulator: model 7427, serial (B)(4), implanted: (B)(6) 2003, explanted: na. Lead: model 3889-28, lot j0349006v, implanted: (B)(6) 2003, explanted: na. Lead: model 3889-28, lot j0348820v, implanted: (B)(6) 2003. Explanted: na. Extension: model 3095-10, serial (B)(4), implanted: (B)(6) 2003, explanted: na. Extension: model 3095-10, serial (B)(4), implanted: (B)(6) 2003, explanted: na. Programmer: model 7435, serial (B)(4).